Event description:
It was reported that the device displayed system error call for service then screen went blank. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was faulty motor. Actions were taken to mitigate the reported issue: replaced the faulty motor, replaced scratched screen, replaced front housing, replaced syringe and battery caps.